Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels of 0.6 mmol/ l (10.8 mg/dl) while wearing the pod on the abdomen longer than 48 hours. The patient fell on the floor for 3 hours until was able to reach the neighbors and get help. The ambulance was called, providing insulin until the levels were stable.